Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system showed an error message "change mode acquisition disabled" and "3d invalid setup mode." Site reported that the pendant had slow (~30 second delay) response to user inputs. Site reported that this was error presented after a recent upgrade to software on 5/7/2025. Patient present. No further information available. Troubleshooting stating that performed hard reboot but unresolved issue. Changed patient anatomy but issue unresolved. Tried to change between 2d and 3d mode but issue unresolved.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that found unit not able to select parameters for 3d spin. Reloaded 4.3 software on the mobile viewing station (mvs) and image acquisition system (ias). Performed imaging system checkout. Unit is now properly functioning and has been returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000963, bi71000964, product ID: bi71000965. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.